Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported foot retraction issue was confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The electronic perclose proglide instructions for use (IFU), states: excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and/or lead to vessel trauma, which may necessitate intervention and/or surgical removal of the device and vessel repair. The patient effect of vascular injury (tissue damage) is listed in the IFU as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 7f sheath prior to an interventional artificial heart pump removal with amplatzer occluder closure of the ventricular openings procedure. Reportedly, after the suture was deployed, the lever would not close the proglide foot. The lever was opened and closed several times, but the foot would not close. A vascular surgeon was brought into the case. The proglide device was pulled hard and the device was removed with a piece of tissue in the proglide foot. Surgery was performed to repair the vessel and achieve hemostasis with a vascular patch. The heart pump removal procedure was completed using a left common femoral artery access. There was no reported adverse patient sequela. There was a four hour clinically significant delay in the procedure. No additional information was provided.